Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 7.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. The balloon was inflated twice at 20 atmospheres for under 30 seconds respectively. However, during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.